Manufacturer narrative:
The readings showed 2% when they should have read 1%. He would like to send the unit in for repair. The device was in use on a patient, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit failed during a case and had incorrect anesthesia gas readings when the unit was rebooted.

Event description:
The biomedical engineer reported that the multigas unit failed during a case and had incorrect anesthesia gas readings when the unit was rebooted.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported gas unit analyzer failed during a case where all gas related monitoring stopped. Etco2 came back up but no anesthetic gases showed up. When they restarted the gas unit, both measurements came up, but the percentage was not correct. The reading should be read "2%", but the value was reading "1%". Customer switched the gas module out with another an no issues were reported. Device was sent to nka for an exchange unit. Nka repair center evaluated serial number 00481. Gas unit gives the error message of "check water trap". Nka repair center is unable to confirm whether gas readings stopped during use or the accuracy of the readings. Service requested: exchange. Service performed: exchange. Investigation result: the error message of "check watertrap" appears when water trap replacement is required. Gf-210ra operator's manual, revision e, states that water trap must be replaced every four weeks or when prompted with the above message. Failure to do so may cause the device to malfunction. Additionally, operator's manual states that the measurement range and accuracy of anesthetic agents are: range: 0 to 8.5 vol% halothane, isoflurane 0 to 10 vol% enflurane, sevoflurane 0 to 20 vol% desflurane accuracy: +/- 0.2 vol% + 15% rel. Information regarding customer's gas unit set up is not available. Specifically, the following information are needed to understand the cause of the reported issues: 1. When did customer start replacing or emptying first water trap? 2. Is the gas unit positioned at a permanent location or frequently moved? 3. If frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? 4. Is the ac power cord securely seated? 5. Are there any bents on the exhaust gas tube? 6. Does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? 7. Are the units stored in high humidity locations? 8. Is there adequate space behind the unit for the fan to operate properly? 9. Was the unit placed vertically? If so, did customer orientate the water trap according to manual's instruction? Service manual for gf-210r/220r, second edition, printed 2012/09/21 includes the following selected items: general handling precautions: · instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Per service manual, regular maintenance and inspection must be performed every six months. "Sensor unit diagnosis program" is used to check the sensor unit. If failure is confirmed the recommended action is to replace the sensor, part # cd-314p. Zero calibration: in order to compensate for zero-point drift, the unit periodically takes in ambient air and performs an automatic zero calibration (auto zero calibration). Zero calibration finishes within 60 seconds. Auto zero calibration interval is as follows: · when unit is in steady state - auto zeroes every 2 hours if auto zero calibration fails, perform a manual zero calibration. For calibration procedures, refer to operator's manual or service manual of the connected beside monitor. Nka repair center diagnosed the failure was due to sensor unit within the device needing replacement. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: nka repair center diagnosed the failure was due to sensor unit within the device needing replacement. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined.